Event description:
Device was removed due to central regurgitation as seen on echo prior to explant. Product inspection at retrieval noted a tear in the left coronary cusp of the valve. Surgeon reported some difficulty in removing the device. The valve was explanted and replaced with no additional pt complication reported.